Event description:
Customer states: pt was intubated. Right away, it was recognized that there is air coming out of the tube. Customer confirmed that non routine extubation and recannulation of a replacement tube was required. Customer states a hole was observed in the cuff.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis, but has yet to be received. If the sample is received, a summary of the sample analysis will be provided in a supplemental report.